Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had an irritation on both sides of the lifevest. The patient described the irritation as sore areas, feeling like it was "burned". There was no alleged device malfunction. The patient's physician gave the patient allergy medicine and cortisone cream. The patient reported that the irritation was improving.